Manufacturer narrative:
Section e initial reporter cannot be provided due to brazilian privacy regulations. Event was reported through anvisa's website which was then reported by a brazil medtronic representative h3 device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported by the national health surveillance agency (anvisa), that the 840 ventilator turned off unexpectedly while the patient was connected. The device was available for evaluation. The service personnel (sp) inspected the ventilator and replaced the power supply. The ventilator passed all calibrations and tests per manufacturer specifications at the time of service. The cause of the event was isolated in the field to a potential fault in power supply. The event is included in a trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the national health surveillance agency (anvisa), that the 840 ventilator turned off unexpectedly while the patient was connected. There was no reported patient injury.

Manufacturer narrative:
Correction to original medwatch report g3 aware date should be: 24-may-2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.